Manufacturer narrative:
(B)(6). Patient country: bahrain.

Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On (B)(6) 2024, it was reported that patient faced infusion set cannula bent event. The event occured first day of insertion. The infusion set had been used for 1 day. The insertion site was at the thigh. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.